Event description:
Additional information was received that along with the previous clinical observations, the patient developed an infection. The device and the rest of the leads were removed. No additional adverse patient effects were reported.

Manufacturer narrative:
The atrial and ventricular leads were surgically abandoned and a new pacing system was implanted on the opposite side. As the leads were abandoned and not returned; the clinical observations could not be confirmed. Should additional information become available an amended report will be submitted.

Event description:
Boston scientific crm received information that during a follow up visit, it was noted that the right ventricular lead impedance had been greater than 2500 ohms since (B)(6) 2010. In addition, the thresholds were increased and the r-wave amplitude was increased. A lead fracture was suspected. The ventricular lead was reprogrammed to unipolar configuration and the impedance dropped to 300 ohms with normal thresholds and amplitude. Additionally, the atrial lead impedance was also greater than 2500 ohms with noise visible on the atrial channel. A chest x-ray was performed and confirmed that the lead was fractured. A revision procedure was performed and a new pacing system was implanted on the opposite side. The existing leads were surgically abandoned. During the procedure, loss of capture was noted on the ventricular channel; however, the patient had an intrinsic rhythm with no adverse effects.

Manufacturer narrative:
The explanted products were not returned to boston scientific. Should additional information become available an amended report will be submitted.